Manufacturer narrative:
(B)(4): the meter was evaluated and no high current leakage was observed at sleeping mode. Pa was unable to duplicate the complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verioiq meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. Prior to the start of the alleged issue, the patient reported having symptoms of "blurry taste in mouth, and extremely dizzy." It is unclear if the patient attributes these symptoms with high or low blood glucose. The patient reported the alleged occurred on (B)(6) 2012, at 5:02pm. The patient reported using self adjusting insulin (unknown type) to manage his diabetes. The patient reported taking his usual dose of medication on (B)(6) 2012 at 6:40am, humalog 30-40 units. It is unclear if the patient received any additional treatment on the day of the alleged issue. The patient denied testing on another device. During the time of troubleshooting, the cca noted the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the subject test strip was inserted, the meter did not turn on. When the patient pressed the power button, the meter did not turn on. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The meter involved with this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following findings: the meter failed testing, however the complaint was not reproducible. There is no indication that the subject meter did not cause or contribute to an adverse event. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment that suggest an acute complication of diabetes occurred. However, this complaint is being reported due to the findings from lfs product analysis.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following findings: the meter has failed testing, however, the complaint was not reproducible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): 510k# k110637